Manufacturer narrative:
H.6 investigation summary: we could confirm black shadow at the blood agar side. How ever we couldn't find in detail because it was taken from behind side of plate. No issue in retention sample. No issue in DHR. No trend. We will continue to monitor this lot. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb gets moldy. The following information was provided by the initial reporter: get mouldy.